Manufacturer narrative:
This correction is being submitted to correct section h "type of reported complaint" from serious injury to product malfunction. No other information is being changed at this time.

Event description:
A voluntary medwatch (mw5186074) was received by the manufacturer with a report that the patient, who is ventilator dependent, was using the device when it started alarming, the screen turned red, and a ventilator inoperative alarm appeared. The patient was then switched to their backup device. It was reported that there was no patient harm. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.